Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer did not close. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 failed. The field service engineer (fse) attempted to close it, but it was unsuccessful as the latch did not engage. The u-link and plunger were replaced. The customer was then able to recover and close the drawer without further issues. The drawer was tested in production and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.